Event description:
It was reported that a patient presented for an explant procedure. No malfunctions were alleged on the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2023. No adverse patient consequences were reported.

Manufacturer narrative:
The device was returned for analysis. Longevity analysis found the battery depletion to be normal. It was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.